Manufacturer narrative:
All information provided by manufacturer, no medwatch for was received.

Event description:
The patient presented to the physician with complaints of syncope. A 5 second pause in pacing was noted. Lead impedance also gradually increased. Externalized conductors were observed via fluoroscopy. The lead was capped.